Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. PMA/510k: 510(k) - k130280. The actual sample was received for evaluation. Visual inspection revealed no obvious anomalies, such as a break, in the appearance. The actual sample after rinsed and dried was built into a circuit with tube, and then bovine blood (hct35% and temp. 37°) was circulated in the circuit at 1.5l/min, while the pressure drop was determined. The obtained values were confirmed to meet the manufacturer specifications. No obstruction was confirmed. A review of the device history record and the product-release judgement record of the involved product code/lot# combination was conducted with no findings. The pump record was reviewed, however, no factors that could led to the pressure rise could be read from the data. IFU states: do not reduce heparin during circulation. Otherwise, blood clotting might occur. Adequate heparinization of the blood is required to prevent it from clotting in the system. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The investigation results verified the returned sample was of normal product. It is likely that clogging caused by blood occurred due to some factors, resulting in the pressure rise. However, the exact cause of the reported event cannot be definitively determined based on the available information. (B)(4).

Event description:
The user facility reported that the involved capiox device was used during the procedure, a regular vsd patch closure case. After ecc was started, pressure at the oxygenator outlet begun to rise. In 40 minutes, the pump was stopped, and the oxygenator was changed out. After the circulation was stopped for 12 minutes, ecc was restarted to complete the operation. They exchanged with another brand's oxygenator. The patient was not harmed. The procedure was completed successfully.